Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported to have to have failed pre-testing for system setup test. The device was in for repair for mandatory fco86600081. There no patient involvement, and no harm or injury reported. The reported pre-testing failure indicated the 3-way solenoid valve and the proportional valve on the active exhalation control module required replacement to address the failure issue. Repair of the device is reported to be done by an outside service provider. A final report is being submitted based on the completed device evaluation. If additional information becomes available that changes the reportability of this complaint, a follow-up report will be submitted.